Manufacturer narrative:
Medical device lot #: 2021010 was reported, however, this is not a lot # manufactured for the reported catalog #. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd gu syringe 1ml ls there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: a less precise first graduation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes., d10: returned to manufacturer on: 16-nov-2022 h6: investigation summary a device history review was conducted for lot number 2021010. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted to our facility which displayed a white area at the tip of the syringe. The issue has been confirmed. Our supplier was notified of this event and was able to determine the most likely root cause for this event. The thickening of the syringe at this location is indicative of widened pouring gate in the mould.

Event description:
It was reported while using bd gu syringe 1ml ls there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: - a less precise first graduation.